Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device reprogramming was planned and the system will continue to be monitored. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received that the patient with this device reported a pulsing sensation in the throat. The clinic provided the patient a holter monitor and it was observed that the patient rate went from tracking sinus rhythm with biventricular pacing to an intrinsic conduction with av delays that appeared to be longer than the programmed av delay. When reviewing the presenting strip, the sinus rate was unchanged at 100 bpm. An atrial tachy response (atr) was observed with noise and ra pacing impedance with values less than 200 ohms was observed. Additionally, there was evidence of ra oversensing as well as left ventricular (lv) lead pacing inhibition. The local area sales representative reported that there were no patient adverse effects as a result and the patient was to be evaluated for a lead revision procedure.

Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d), implanted with another manufacturer's right atrial (ra) lead, exhibited low out of range pacing impedance measurements. Additionally, noise was observed on the ra channel however it could not be recreated in clinic. It was also noted that the device was undersensing some small p-waves. No adverse patient effects were reported.